Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, it was reported that while the patient was sleeping, the pink plastic part separated from the cord and her site pulled out, she was tossing and turning more in the past month and the cord detach from the quick release. Moreover, the entire site pulled out at one point both things happened to one site this morning with patient's blood glucose level of 153 mg/dl. When this issue occurred one time, her blood glucose level ranged between 260-280 mg/dl. The site location was patient's buttock and the pump was attached to the waist band. The infusion set had been used for at least a day. Reportedly, the infusions were stored in a drawer and in purse. The patient was unsure whether there was any stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.